Manufacturer narrative:
Manufactures investigation conclusion: the reported event of no external power and atypical power cable disconnect alarms was confirmed. The log files spanned approximately 2 days (B)(6) 2021 per the timestamp). No external power alarms intermittently activated on (B)(6) 2021 from 13:07 to 20:54 due to simultaneously disconnecting the power cables. The backup battery was able to provide power to the pump during the alarm. The alarm resolved shortly after reconnecting the power source. Atypical power cable disconnect alarms intermittently activated on (B)(6) 2021 from 20:51 to 20:59. The alarm resolved shortly after activation and did not affect the controller¿s ability to operate the pump at the set speed limit. The driveline was disconnected on (B)(6) 2021 at 12:51 for a controller exchange. No other notable alarm was observed. Visual inspection of the returned hm3 system controller, revealed cuts and perforation on the power cables. The controller produced an alarm when the black power cable was manipulated around the perforated area while the controller was connected to a mock circulatory loop. The power cable was replaced with a test power cable to continue testing. The controller was connected to a mock circulatory loop for an extended period of time and was functionally tested without any issue. Further evaluation of the perforated power cables revealed damaged wires on the black power cable around the perforated area. A root cause of the atypical power cable disconnect was determined to be damage to power cables, and a root cause of the no external power alarm was determined to be user error due to simultaneously disconnecting the power cables. A review of the device history records revealed the device met applicable specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use rev. C section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including power cable disconnect and no external power. Heartmate iii instructions for use section 8-¿equipment storage and care¿ and heartmate iii patient handbook section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on 06may2021. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient¿s weight was not provided. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient's lo2916596-2021-04981 g file was submitted for review due to patient having connect power alarms with white battery cord illuminating on both battery and mpu (mobile power unit). The patient¿s controller was changed. Log file submitted confirmed the odd strings of power cable disconnect alarms. Alarms persisted with mpu, although did not appear to be a power disconnect alarm. The mpu was alarming. Tried a different mpu and problem persisted. Driveline x-rays were take and images provided did not show any obvious areas of concern in the driveline. Further log file events captured several no external power events and some low voltage hazard events along with the no external power events. These seemed to occur when switching power sources from mpu to battery power and it looked as though when one power lead was disconnected it showed both being disconnected causing these no external power events. The clinician switched out the modular driveline and controller again, which seemed to have resolved the issue. No additional information provided. Related manufacturer report number: MFR# 2916596-2021-04980.